Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent damage was observed. The physician attempted to advance a taxus liberte 16x3.00mm drug eluting stent to the left anterior descending (lad) artery. The physician felt that the stent wasn't "moved smoothly" in the vessel and removed the stent before it had crossed the lesion. The physician reported that the stent was compressed at the distal part. The physician completed the procedure with a biotronik costar stent of the same size. There were no pt complications reported. This product is only ous approved, but it is similar to a marketed us device.